Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145471. Voluntary event report was received. Medwatch: mw5145470.

Event description:
Related manufacturer reference number: 2017865-2023-50041. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise and failure to capture on the right ventricular (rv) lead and the atrial (ra) lead. No changes or interventions were performed. The patient condition was unknown.